Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, there is no evidence of a device malfunction. The root cause of this event cannot be determined with the available information. It is unknown if this event was due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient had avr with a bioprosthetic aortic valve and experienced occlusion/obstruction of a small non-dominant right coronary artery post-operatively. The patient was taken back to the operating room for CABG intervention. He was taken to the ICU on maximal support including: mechanical ventilation, intra-aortic balloon pump (iabp), multiple inotropes and inhaled epoprostenol. The patient's ICU course was also complicated by ventilator associated pneumonia with sepsis, persistent atrial fibrillation (despite attempts at cardioversion) and profound delirium. Iabp was weaned and removed after approximately one week as his left heart function was preserved. Inotropic support was gradually weaned over the course of weeks as his right heart improved and his persistent low cardiac output state resolved. He was eventually extubated after prolonged intubation; however, he experienced a witnessed respiratory arrest (thought to be secondary to mucus plugging vs aspiration). He was emergently reintubated and received 1-2 minutes of CPR with rosc. The patient was transferred back to the ICU and was found to be neurologically intact. He subsequently underwent tracheostomy and peg tube placement. Since that time, he made significant progress with decreasing vent requirements, increased strength and rehab effort, complete renal recovery and complete resolution of his delirium. The patient was stable and ready for discharge to ltac for intensive rehabilitation on approximately one month post-op. It was learned that the patient expired approximately two months post-avr. The cause of death is unknown.